Event description:
It was reported that the pump battery would not charge, and despite efforts to resolve the issue by using different wall outlets and adapters, the charging connection remained unstable. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.